Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient being medicated with baclofen (unknown dose and unknown concentration) for severe cerebral palsy. It was reported on (B)(6) 2016 that the patient developed a sinus track in the posterior incision down to the catheter anchor. The pump and catheter were explanted on (B)(6) 2016. The patient status was unknown. No device problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.